Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself multiple times. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2021-02979 for a similar report from the same customer.

Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling, power cycling and functional stress testing without duplicating the report. The device was recertified and returned to the customer along with a new multifunction cable. Analysis of reports of this type has not identified an increase in trend.